Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, jaw ceramic dots were present. Energy was delivered without any issues and no electrode errors appeared. The instrument was found to have thermal damage on the cut electrode. The instrument was found to have a torn jaw cover from the tip to the midsection where the pivot pin is seated. The tears measured approximately 0.002" - 0.196" in length, and there are no material missing.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer encountered an electrode error with the synchroseal instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and no damage was noted. No arcing event was observed. The instrument worked for several hours prior to the reported issue. The surgeon used a backup instrument to continue and there was no unexpected additional bleeding experienced by the patient.